Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a sleeve steering issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was unable to be steered down to the mitral valve. When applying 1/2 turn to the m knob the clip moved lateral to the roof, despite being correctly aligned. The decision was made to remove the cds. A new cds was prepped and used for the case. Two clips were placed and the final mr grade was <1. The patient was stable post procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported sleeve steering issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported sleeve steering issue could not be determined. The returned device analysis confirmed that the steerable sleeve functioned as intended. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.